Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that after implant the patient was noted with t-wave oversensing. The pace sense was changed to an existing ventricular lead, but t-wave oversensing was still occurring. The lead sensitivity was reprogrammed. The following day at post operation recheck no issues were detected. The lead remains in use. No patient complications have been reported as a result of this event.